Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-sep-2018 with the following findings: the battery compartment and cap were undamaged and able to fit securely. The pump powered on to a blank display screen. The alleged power issue could not be investigated as a result. When the pump's code was downloaded the failure was determined to be caused by an eeprom issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.